Event description:
Patient's girlfriend called on (B)(6) 2013 to inform pdc of medical intervention that occurred that same day at 4am. She woke up and found him in a sweat, drooling at the mouth. She performed test with prodigy meter and was given a reading of around 230-250mg/dl. She stated second reading was in the 150-160 range. Medics were called an hour later. Their meter tested at 37mg/dl. Patient was given IV, orange juice and peanut butter and jelly sandwich. He was not transported to the emergency room. Pdc sent replacement meter, batteries, ts and cs to patient and requested suspect product(s) be returned.